Event description:
A healthcare worker experienced stinging with whitening of the skin on her left thumb as she removed a bi pouch from a load after a completed cycle. She rinsed the contact site under cold water and her symptoms resolved within 2 hours. Medical attention was not sought. The vaporizer plate was in place at the time of the event.